Manufacturer narrative:
No conclusion can be made at this time. No connection can be made between the reported event and any shortcoming of the device at this time. Using two charite implants in one patient is an off label use. Charite is approved for use as a one level implant only. Surgeon implanted two discs. This goes against the information that is recommended in the instructions for use (IFU) supplied with each device.

Event description:
Depuy spine was made aware of legal action being taken by a charite artificial disc patient. It was reported that the patient was implanted with two charite at l4/5 and l5/s1. Information states that patient continues to have pain post implant.